Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) male patient had impella 2.5 pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported during pump support the patient experienced cerebrovascular accident (cva). As a result, the patient was received non cardiac surgery, specifics were not provided. The patient ultimately recovered and mechanical support was no longer needed. No further information was provided.